Manufacturer narrative:
(B)(4) follow up submission will be completed upon carefusion's complaint investigation.

Event description:
Upon inspection of our (customer) qc personnel and placement of regulatory label to each items, 2 cases of dj4011x contain items with defective seal.

Event description:
Upon inspection of our (customer) qc personnel and placement of regulatory label to each items, 2 cases of dj4011x contain items with defective seal.

Manufacturer narrative:
(B)(4) five photos of batch 0001259786 were provided for evaluation. During visual evaluation it was observed that multiples pouches were opened on one side evidencing a defective seal of the pouch. Based on the photos evaluation, failure mode could be confirmed. During the analysis probable root cause was identified in equipment/machines. More specific, it was determined that the probable root cause relies on the gaskets due there are being overused since gasket lifespan is not specified in the pm for replacement causing poor package seal integrity and on the knives they are being overused since the knives are being overused since knives were not replaced in the frequency specified in the pm. Bd has since taken all appropriate measures to correct this issue and prevent recurrence. This issue will continue to be closely monitored.